Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call a low blood glucose reading 38 mg/dl. She stated that she has lows due to weight loss and that her doctor will adjust the insulin pump settings. The customer declined troubleshooting. She reported a no delivery alarm during a bolus delivery on two different occasions. The insulin pump was not replaced or returned for analysis.